Event description:
Procedure: exploratory laparotomy and posterior repair. According to the rptr: the pt underwent an exploratory laparotomy and posterior repair for treatment of pelvic organ prolapse and other symptoms. The pt allegedly experienced pain and injury. Pt has undergone corrective surgeries.

Manufacturer narrative:
(B)(4).